Event description:
According to info provided by the surgeon's nurse, this valve was explanted along with a sjm mitral valve (31mj-501, 2648612-200100273) due to endocarditis. It was reported the pt's right ventricle failed and the pt expired in the "or". This valve was a replacement for the pt's native aortic valve. Additional info has been requested.